Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the client reports that the balloon burst, while using the trocar. No pt injury was reported. No additional info available at this time.